Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unkn, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat fecal incontinence; the trial began (B)(6) 2018. It was reported the trial patient said the device was fine the day the trial started, but on (B)(6) the programmer showed ¿looking for service¿ and then showed something was not connected. Troubleshooting during he call showed screen #22, ¿nothing is connected, ensure all connections are secure¿. When asked if cable was plugged into the ens (external neurostimulator) it was determined the ens got unplugged and fell out of the ens belt. The patient¿s family member found the ens on the bed and plugged in the cable and confirmed it was working now. Stim was increased to 1.3 v and it was confirmed the patient felt stimulation. On (B)(6) the patient¿s family member reported the patient was still hurting pretty badly; patient was still sore (B)(6). On (B)(6) the family member reported again that the wires dislodged from the ens and they were reaching out to the clinician. On (B)(6) it was reported the lead wires are dislodged. On (B)(6) the patient¿s sister reported the patient¿s lead did become dislodged, but he was at the end of the trial anyway, so they ended the trial. She didn't know whether or not there were any contributing factors to the lead dislodgement. Patient had a successful trial and went on to get the implant on (B)(6). No further complications were reported or are anticipated.